Event description:
Customer called lfs in 2002 alleging their ot ultra meter was reading inaccurately high. Patient stated they had a low blood sugar reaction which required treatment from the paramedics. On the day of the incident patient had been getting readings of 103 mg/dl, 130 mg/dl, and 449 mg/dl. Patient stated that during these 3 readings patient was experiencing low blood sugar symptoms. Patient stated that after lunch patient had a low blood sugar reaction, which patient treated themselves for. Patient tested after that and obtained the reading of 449 mg/dl. In the evening patient performed their usual test before bed at 11:00 pm and obtained a reading of 211 mg/dl. According to their sliding scale patient would normally take 3 units of humalog, but patient decided on their own to only take 2 units of humalog. Patient also takes a set amount of 20 units of humalog. Patient stated the next thing patient remembered was waking up while emergency medical technician's were attempting to "revive" patient. Patient had already been given an IV with glucose. This was at approximately 1:00 am. The emergency medical technician's test patient's blood sugar on their meter and obtained a reading of 24 mg/dl. They gave patient 16 oz. Of orange juice, 4 glucose tabs, and a peanut butter sandwich. At 3:00 am they tested patient again and obtained a reading of 100 mg/dl on the emergency medical technician meter and a 224 mg/dl on customer's meter. Patient feels the meter is reading inaccurately high. A control solution was performed on the customer's meter while on the phone with customer services and the result of 126 mg/dl was in range (range is 104-141 mg/dl). Customer purchased a new meter prior to calling customer services and a replacement has also been sent to customer.